Event description:
On (B)(6), 2010, a respiratory therapist reported an internal leak from inomax ds (B)(4). The respiratory therapist stated there was no harm to pt and no adverse event occurred. The device was replaced with another unit. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
Evaluation summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.